Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital with high blood glucose levels. The customer's mother felt that the insulin pump was failing. The mother did not have the insulin pump in hand, and was unable to troubleshoot. Nothing further was reported.